Event description:
Pt was taken to o/r for repair of malfunctioning prosthetic aortic valve. The valve was repositioned, but it was still malfunctioning at completion of the procedure. Pt was reopened and the valve was removed and replaced. The new valve functioned better, but the pt continued to do poorly. An iabp was inserted, but the pt expired.